Manufacturer narrative:
Technical services discussed that if the atrial tachy discriminators were programmed on, then the atrial sensing information would be included. If this atrial information was not reliable, then it was recommended to turn off the atrial tachy discriminators. The clinician noted the atrial lead would be addressed at a later time. No adverse patient effects were reported. The device remains implanted with no further complications.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated atrial pacing lead exhibited impedance measurements that were greater then 2,000 ohms. The device had already been programmed to vvi mode, but the clinician wanted to know if rhythm ID would use atrial sensing information to make therapy decisions.